Manufacturer narrative:
On (B)(6) 2018 haemonetics was made aware of a nexsys pcs device in which the customer's technician observed a damaged interconnect pcb with a burnt component noted. The customer's technician evaluated the device and did not find any other damaged components, and has ordered a replacement component to be sent for resolution. Haemonetics has sent a replacement interconnect pcb to be installed by the on-site technician, who will also ensure that the device is calibrated and meets all specifications prior to being returned to service. Haemonetics has not yet received the defective interconnect pcb for evaluation at the time of this report. There was no donor involved in the procedure when this failure was detected. This failure had occurred during the power on self test (post) protocol. The device must pass the post protocol prior to being able to initiate a device and introduce a donor to complete a procedure. The device will detect any hardware failures and will not pass the post until the device has been repaired, preventing risk of injury to the donor as a result of a hardware failure. There were no injuries reported as a result of this incident; however, haemonetics has previously submitted reports of thermal decomposition observed within a device. As a result, this incident is deemed reportable.

Event description:
On (B)(6) 2018, haemonetics was made aware of an observed burning smell within a nexsys pcs device. The on-site technician evaluated the device and found a burn mark on the interconnect pcb component. This defect was reported to have occurred during the power on self test (post) protocol, there was no donor/patient involvement at this time in the procedure. The customer did not report any injuries as a result of the observed burning smell and failed pcb component. A hardware failure will prevent the device from being able to complete and pass the tests within the post protocol. If a device is unable to successfully complete the tests within the post protocol, it will not be possible to initialize any procedures with the device until repairs have been made and the unit passes the post, preventing an risks of injury to the donor as a result of a hardware failure.